Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a lithotripsy procedure to treat kidney stones, the fiber was cleaved and stripped as instructed. The fiber glass tip broke off inside the patient's kidney. The same broken fiber was stripped back again and used to complete the procedure. The patient had a procedure booked to retrieve the fiber piece and the rest of the kidney stone on (B)(6) 2026. During the recovery procedure, the remainder of the kidney stone was retrieved using the flexible and navigable suction (fans) technique. The fiber piece had been passed by the patient. There was no permanent injury to the patient; the patient is expected to recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a lithotripsy procedure to treat kidney stones, the fiber was cleaved and stripped as instructed. The fiber glass tip broke off inside the patient's kidney. The same broken fiber was stripped back again and used to complete the procedure. Although the procedure was completed, the patient will need to return again to have the fiber piece removed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. This report is being submitted to correct the report source (g2) in section g, all manufacturers. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The allegation of fiber detached/broke inside the patient cannot be confirmed. A labeling review was completed, and according to the device instructions for use (IFU): careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Verify that the ball tip is complete and not damaged. A risk review was completed and confirmed that the events of "fiber cap/tip - detached/broke inside patient" and "unretrieved device fragments" were defined in the risk documentation. A medical review was conducted and indicated that the clinical event of unretrieved device fragment due to a detached fiber tip, requiring procedure at a later date to retrieve the fiber tip, is anticipated in nature and severity per the fiber's hazard analysis and concomitant's console user manual. A ship history review was completed and identified potential lot numbers of 13032505 and 12822505. A device history review was completed, and it indicated that accepted lot numbers were manufactured per the device master record. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not lead to a clear conclusion about the cause of the reported event, the investigation conclusion code selected for this complaint is cause not established.

Event description:
It was reported that during a lithotripsy procedure to treat kidney stones, the fiber was cleaved and stripped as instructed. The fiber glass tip broke off inside the patient's kidney. The same broken fiber was stripped back again and used to complete the procedure. The patient had a procedure booked to retrieve the fiber piece and the rest of the kidney stone on (B)(6) 2026. During the recovery procedure, the remainder of the kidney stone was retrieved using the flexible and navigable suction (fans) technique. The fiber piece had been passed by the patient. There was no permanent injury to the patient; the patient is expected to recover.